Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using an unspecified abg syringe that the blood in the arterial blood collection device overflowed along the needle plug. It was immediately processed and sent it to the laboratory for testing. There was no health impact or consequences reported.

Event description:
It was reported that while using an unspecified abg syringe that the blood in the arterial blood collection device overflowed along the needle plug. It was immediately processed and sent it to the laboratory for testing. There was no health impact or consequences reported.

Manufacturer narrative:
D.4: medical device expiration date: unknown . H3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4: device manufacture date: unknown.